Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/2/2021. H6 component code: g07002 no device problem found. H3 investigational narrative: one packet of product code 8556h was returned to ethicon inc for analysis with the packaging closed. Upon initial inspection, of the sample no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, the packet was opened, and no defects were detected. The swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strand to detect any issue related to damaged or breakage suture and no defects were observed during evaluation. Functional test was performed, and the tensile strength result were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown cardiovascular surgery on an unknown date and suture was used. During the procedure, the suture was broken easily at connection part between the suture and the needle. This issue occurred several times with the same lot. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: please clarify if the suture broke into separate pieces or if the entire suture separated from the needle. The suture broke close to the swage part. It was reported that this issue occurred several times with the same lot. Please confirm the quantity of devices involved during this single procedure? No further information is available. Did the issue occur before use on the patient or during use on the patient? Please specify for each of the involved devices. No further information is available. How was the procedure completed? No further information is available. Event date? No further information is available. Device return status/follow up - we regularly contact with sales rep about the device returning. No further information will be provided. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.